Event description:
It was reported "the catheter was inserted and the airbag began to bleed 15 minutes later, and a central lumen rupture was visible after extraction". Additional information states that another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter was inserted and the airbag began to bleed 15 minutes later, and a central lumen rupture was visible after extraction". Additional information states that another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). Returned for investigation was a 40 cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. The iabc central lumen was not-ed broken at approximately 5.5 cm from the iabc distal tip. Bends to the iabc were noted at approximately 46.5 cm and 72.5 cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060 in - 0.0066 in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Blood was noted within the one-way valve. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was un-able to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip; the leak noted from the iabc distal tip is consistent with the previously confirmed broken central lumen. Multiple leaks were also noted from the bladder. Under microscopic inspection, abrasions were observed from approximately 3.9cm to 5.3cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 4.7cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. Two leaks were immediately detected from the bladder membrane in a similar location. Under microscopic inspection, two leak sites were confirmed on the iabc bladder and both are consistent with contact from a sharp object or from the broken central lumen noted near this area; the two leak sites were noted at approximately 20.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 5.5cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 9.7cm, 17.4cm and could not advance at approximately 75.5cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which initially caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Additionally, the iabc was found with a cut bladder and broken central lumen which likely occurred during/ after removal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.